Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
Update 2/23/2016- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and elevated metal ion levels (no labs received). Part/lot is being updated. The complaint was updated on:3/9/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released in the blood, tissue, and bone.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released in the blood, tissue, and bone. Update 2/23/16- pfs and medical records received. After review of hte medical records for MDR reportability, the revision operative note indicated pain, metallosis, and elevated metal ion levels (no labs received). Part/lot is being updated. Update 02/03/017¿ medical records received. After review of the medical records for MDR reportability, the cup was noted to be at 5-10 degrees of anteversion. The cup wasn't revised at revision. The cup will now be reported. A corrected dor was provided. No labs have been provided for the alleged elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/17 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/22/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 05, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient had a revision on (B)(6) 2015. Revision stated presence of a pseudocapsule with brown liquid consistent with metallosis. Severe metallosis was also identified throughout the synovium and hip joint. There was also necrosis and death of the local surrounding pseudocapsule. There is no new information added that changes the existing MDR decision. This complaint was updated on: may 10, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 09, 2017: legal medical records received. After review of medical records there is no new information added that changes the MDR decision. MRI findings from (B)(6) 2015 suggests chronic synovitis. Patient also reports of left leg numbness post revision at the office visit on (B)(6) 2016. No laboratory values provided for the previously alleged high metal ions. This complaint was updated on: jun 19, 2017.

Event description:
Update aug 23, 2017: medical records received. After review of medical records for MDR reportability, it was stated that the laboratory results for cobalt/chromium are below 7 ug/l. This complaint was updated on: sep 20, 2017.